Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient was not feeling stimulation in correct locations for a couple of years; about 3 years and was in the office for reprogramming. The rep reported the following impedance: several pairs showed (0-2, 0-4, 0-5, 0-6, 0-7) some are in range (0-1 at 1537 ohms) and some are over 4000 ohms (0-3), 5.0v and 450 pw. After running measurements at different parameters the rep was still seeing marks on some pairs (0-2, 0-4), greater than 4000 ohms on 0-3 but had several other pairs that were in range (1000-1500 ohms) 1-5, 1-7, 2-5, 2-7, 2-6. Technical service specialist suggested reprogramming with known pairs that are in range and likely avoid pairs that are over 4000 ohms but they can still try programming with pairs that were showing to see if patient feels any stim on those pairs. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the physician will schedule a replacement of the battery and intra operative check using multi-lead trialing cable. A lead revision will commence if needed. No patient symptoms or complications were reported in this event.